Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is inferred that more than six years have passed since the equipment was delivered, and that lamp could not be turned on due to aging of the components of the igniter board causing lamp lighting function issue due to repeated use for a long period of time. Six years or more have passed since the device was delivered, and it is assumed that the lock or pin of the video connector worn out due to repeated use for a long period of time, resulting in a failure. Or, it is inferred that the connector lock failure occurred due to the user's application of force such as forcibly connecting the scope connector, diagonally connecting, excessive bending, pulling, twisting, crushing, etc. Do not apply too much force when connecting the scope. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found that the device locking mechanism is not locking and noted that could cause a bad connection with the scope. The igniter was found defective causing the lamp not to ignite. It was noted that the igniter not igniting the main lamp then switching over to the spare lamp. The reported issue was confirmed. Based on evaluation findings the reported failure was found to be due to a defective igniter and defective locking mechanism. Investigation is ongoing, this report will be supplemented accordingly following investigations.

Event description:
It was reported that the lamp was replaced and is going to the secondary lamp. The lamp startup will start with the main lamp and then switch to secondary. The issue occurred during preparation for use. There was no patient involvement, no user injury reported.